Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient contacted manufacture to explain she is having great difficulty maintaining connection with her recharger. Patient always keeps recharger charged and implant but both went flat after a medical emergency. Patient has been using recharger since (B)(6) 2021 but said it is taking much longer and connection is v poor. Patient had a cardiac arrest (B)(6) 2021 and was defibrillated ¿about 5times¿. Patient said difficulty with recharging commenced after this. Patient reported when ipg is on she has good effect with her bowel symptoms. Patient will be sent a replacement recharger in the 1st instance. The issue is not resoled the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.